Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was provided. The report was observed during the review of the data file. Based on the log, it appears the battery may have been a factor. During the event it appears the device times out and does not complete the charge to 200 joules on two separate occasions. No device faults identified in the log. Analysis of reports of this type has not identified an increase in trend.